Event description:
The hospital reported that before an endoscopic vein harvesting procedure, the operating room staff performed a pretest on the hemopro device and it went fine. Toward the beginning of the procedure, the device would not turn off when the activation switch was deactivated. Device was removed from the patient and was set aside for returning. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the electrical functionality and resistance tests were conducted and the results are within specification. A pre-cautery test was conducted using the reference power supply and returned extension cable showed and steam was generated from the saline moistened gauze during several device activations. The complaint for device would not turn off when the activation switch was deactivated is not confirmed. The device meets electrical product specifications. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).